Event description:
Upon device deployment, the hypogastric artery was inadvertantly covered. There was no device explanted performed and no additional intervention is planned at this time. No allegation of product deficiency was made. According tot he clinician, the device was sufficient. No further investigation or communication is warranted.